Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted, as well as significant reduction of ica (irido-corneal angles), the lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4): evaluation:method: work order search.results - a lens work order search was performed and no similar complaints were found within the work order.conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4)